Event description:
Device malfunction: guide sheath detached. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a trained operating room technician attempted arteriotomy closure of the right profunda artery using the perclose proglide, after a diagnostic heart catheterization. Reportedly, during removal of the device, the distal guide sheath detached at the guide wire exit port. Surgery was required to remove the detached guide sheath and to achieve hemostasis. The pt was discharged to home the next day. No additional information available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information. During processing of this complaint, attempts were made to obtain complete event, pt and device information.